Event description:
It was reported that the pulse generator displayed an error message upon interrogation and exhibited a telemetry anomaly. No patient symptoms or intervention were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)